Event description:
Additional information received reported that the provider did a flouro to look for possible pump flip but concluded it was not flipped or disconnected. The patient also stated to the company representative that she also had a device put on her abdomen, two patches, one of the left and one on the right that would stimulate and contract her abdomen muscles. One of the patches was put right over or close to her pump. The therapy was for weight loss the patient had stated. A few minutes into the therapy that¿s when she felt the burning sensation over her pump site. The cause for the issue was they came to the conclusion the battery died and the pump stopped. The actions and interventions taken to resolve the issue was the healthcare provider provided oral medications to supplement. The patient has been scheduled to see a neurosurgeon for surgical consult for replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 1.5 mg/day via an implantable pump for spinal pain. It was reported that the company representative contacted by a healthcare provider stating the presented today and had experienced some withdrawal symptoms. On 2021 (B)(6) the patient had a deep sauna massage with an infrared blanket. On 2021(B)(6) the patient started experiencing symptoms. The patient was having trouble walking and was feeling bad over the weekend. The healthcare provider tried this morning and was having trouble getting a readout on the pump. They had tried multiple different programmers and could not interrogate. The potential that the pump had flipped was reviewed and it was advised to have the healthcare provider confirm that pump was in proper position. The issue was not resolved through troubleshooting.